Manufacturer narrative:
(B)(4). Date sent: 7/2/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The electrode was returned with no apparent damage. The electrode was tested for continuity and was found to be conforming. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did a piece of insulation detach from the device? It was reported that insulation appeared to be flaking off of the device. I will be sending in the device with what appears to be some flakes of insulation.

Event description:
It was reported that during a gyn procedure the device was used and insulation appeared to be flaking off unit. There were no patient consequences.